Event description:
It was reported that (5) devices were about to be used during a low anterior resection. It was reported by the affiliate that there was dirt on the body of the tvc55 devices. Another device was used to complete the case. There was no consequence to the pt.